Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer was not performing proper air removal techniques. Tandem technical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer.